Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735774, serial/lot #: -, ubd: , UDI#: h3, h6: a medtronic representative went to the site to test the equipment. Hardware was replaced. Codes b01, c02, and d02 are applicable to this analysis. H3, h6: the cable, lot number: n/a, was returned to the manufacturer for analysis. Universal serial bus (usb) cables passed a continuity test but the bottom usb did have cable damage with exposed wires. The reported event could be duplicated by medtronic personnel. Codes b01, c02, and d02 are applicable to this analysis. H6: a1102 - error message a1301 - issues with mouse medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the manufacturing representative (rep) called to report that a minute after booting in prep for a case, the system was giving a "universal serial bus (usb) over current notice" on the camera cart monitor. The rep rebooted the system, but the issue would persist. The rep swapped to a different navigation system to continue with the case. The rep noted the issue persisted even when on navigation system admin. The rep noted the lower port of the dual usb port on the camera cart would not read any input from a mouse when plugged in. The rep checked the self-test and found nothing unusual. Technical services (ts) had the rep open the camera cart cover and reseat connections on the dual usb port internal connections. The rep found that when the top cord of the dual usb port was plugged in, the message would appear, but otherwise it would go away. The rep swapped the top and bottom ports to see if the issue followed the port or the cord. The issue followed the cord, meaning the issue was with the top dual usb port of the camera cart and not further down the line. There was no patient present.